Event description:
It was reported that the patient received multiple inappropriate therapies due to noise. During a device change out due to normal eri, externalized conductors were observed on rv lead. The lead was explanted and replaced.

Manufacturer narrative:
External insulation abrasion was noted at 42.7-42.9cm from the tip electrode consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were found at 10.0-13.0cm from the tip electrode. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.8-6.7cm from the tip electrode. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise. Required intervention to prevent permanent impairment damage (devices).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.